Event description:
This pt underwent bilateral total knee arthroplasties in 1988 with a subsequent revision of the right total knee in 1998. She presents at this time with increasing pain in her right knee. Bone scan revealed evidence of patellar button loosening. Intraoperatively the patellar button was found to loose at the inferior pole. This component was removed and not replaced.